Event description:
Customer reported the system displayed an x-ray switch error. No patient injury was reported.

Manufacturer narrative:
Customer reported by phone call that the system is working, and customer is monitoring the system. No ge service was performed.